Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have a separated conductor wire in the proximal end. The connector exhibited a crimp mark but the conductor wire was not found to have any crimp marks/damage, indicating a workmanship issue. Continuity test was performed and failed. Energy delivery was performed on the in-house system and failed. The root cause of this failure was manufacturing. A review of tool usage log for the mcs instrument (pn:470179-19/lot # k10220425 0235) associated with this event reveal that it was not used during a procedure performed on reported event date of (B)(6) 2022. Logs show it was last installed on system (B)(4) for approximately 7 minutes for a case performed on (B)(6) 2022. The instrument had 9 uses remaining (max tool uses=10). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had a broken conductor wire at the proximal end. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted bladder augmentation procedure, the monopolar curved scissors was receiving no power and had a broken cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 evaluation information can be found in the following fields: h10 intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Advance failure analysis confirmed the initial findings. The instrument conductor wire was found to be separated from the connector. A closer look was taken at the inside of the connector and it was observed that there was no broken wire inside confirming the wire was not broken and further indicating a workmanship issue attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.